Event description:
This report was received from global pharmacovigilance (gpv) by a consumer with supplemental information provided by a nurse in the USA of peritonitis and fatal sepsis in a male patient ((B)(6)) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex ((B)(4)) and dianeal pd4 ultrabag ((B)(4)) therapies intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services (bcs) on (B)(4) 2012, the patient was reported to have expired. The cause of death was unknown. Information was received from a nurse on (B)(4) 2012, which medically confirmed this case. On an unreported date, the patient was diagnosed with peritonitis and sepsis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient reportedly expired in the hospital due to sepsis. It was not reported if the patient had recovered from the peritonitis prior to death. On (B)(6) 2012, follow up information was received from the facility nurse: on (B)(6) 2012, the patient was hospitalized for cardiac catheterization due to cardiac disease. During the cardiac catheterization, the patient was found to have, "moderate to severe left ventricular dysfunction with ejection fraction of 30%-35%." On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced peritonitis, and was hospitalized. The cause of peritonitis was unknown. Pd therapy was ongoing until the time of death. The events were reportedly not related to dianeal solution, baxter devices or disposable products. The patient's past medical history of cardiac disease did not worsen due to dialysis therapy. The nurse reported it was possible the sepsis was caused by peritonitis. No autopsy was done.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h12a08502) with no defects noted. The problem was not confimred. The root cause for this condition is undetermined.